Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had a drawer failure. A field service engineer found the sensor unattached from its harness. Sensor was reinserted and failure disappeard. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer 2.2 failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.